Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the jaws of device would not open. The problem occurred prior to use on patient while placing peri-strips on jaws. It is believed that the surgical tech accidently started the firing sequence. Another device was used to complete the procedure. There was no adverse consequence to the patient. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 1st. During which stroke did the event occur? Na. What color cartridge was being used? Unk. What other color cartridges were used before and after this event? Na. Was buttressing material utilized? Yes if so, which product? Peri-strips synovis surgical. Was the instrument fired across or near an existing staple line or clip? Na. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Na. Was there any difficulty removing the device from the tissue? Na.

Manufacturer narrative:
(B)(4). Premature sled movement. The long60a device was received for analysis with no visual non-conformances and with a green cartridge reload present. The cartridge reload was received partially fired 1/10. In addition, buttressing material was received on the cartridge deck and the anvil. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It should be noted that in order to open a device with the indicator in the locked position a reverse stroke needs to be performed trigger to trigger in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.